Manufacturer narrative:
Zimmer-biomet complaint (B)(4). No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records found no deviation and anomalies. This device is used for treatment. Compatibility check for all the parts carried out and the parts were found to be compatible. A complaint history review for the same issue identified 11 other complaints for part number 180502 and no other complaints for part and lot number (324660) search. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the operative records indicates that the surgeon noted no complications during surgery. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Concomitant medical products: 0001825034-2018-00710 ¿ cat#113630 ¿ lot#688080 - comp primary stem 10mm mini 0001825034-2018-00711 ¿ cat#115340 ¿ lot#024850 - comp rvs hmrl ti tray 44mm 0001825034-2018-00712 ¿ cat#xl-115363 ¿ lot#333000 - arcom xl 44-36 std hmrl brng 0001825034-2018-00713 ¿ cat#115310 ¿ lot#764970 - comp rvrs shldr glnsp std 36mm 0001825034-2018-00714 ¿ cat#010000589 ¿ lot#041180 - comp rvrs 25mm bsplt ha+adptr 0001825034-2018-00715 ¿ cat#115383 ¿ lot#894170 - comp rvs cntrl scr 6.5x35mm st 0001825034-2018-00716 ¿ cat#180500 ¿ lot#746090 - comp locking screw 4.75x15mm 0001825034-2018-00719 ¿ cat#180509 ¿ lot#388440 - comp non-lckng screw 4.75x25mm 0008125034-2018-00720 ¿ cat# ni ¿ lot#ni - ext-comprehensive-reverse-unk.

Event description:
Clinical study 482 - patient underwent total shoulder replacement on (B)(6) 2014. Pain affecting activities of daily living was reported 6 months post-op.